Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on bipolar yaw pulley between the grip tips to be related to the customer reported complaint. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. No damage to the insulation of the conductor wire was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had melted the plastic component of the jaws. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the issue was identified prior to reprocessing. Prior to the procedure, the instrument was inspected by the first assist and there was no damage reported. After the procedure, the instrument was not inspected. There were not any reported collisions. The customer said that the surgeon who performed this procedure has damaged multiple fenestrated instruments this year by placing monopolar curved scissors on top of the jaws to utilize the monopolar energy in conjunction with the bipolar energy. There were no injuries reported and the instrument has been sent back to isi for evaluation.